Manufacturer narrative:
The pad-pak was first installed on the (B)(6) 2010 and performed to specification up to the (B)(6) 2015. Between the (B)(6) 2015 the device records multiple manual power ups of varying durations, this may indicate the user was regularly power cycling the device or the device was switching on automatically and the user was intervening by turning the device off via the on/off button. During this time an increase in voltage suggests a further pad-pak was installed. The device successfully performed all weekly auto self-tests between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. The device user accessible memory was erased after the last manual power up on the (B)(6) 2015. Investigation was unable to replicate the reported fault. Furthermore there was a slight voltage fluctuation observed on the pogo-pins. This did not affect the device ability to deliver therapy. The pad-pak, which contains electrodes is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switches on automatically.